Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was in the hospital for a procedure to remove kidney stones, and it was found that the pt's implanted device was not working. The urologist noted that it was "tested" and "not working". The pt had been aware that it was not working. It was noted that "one of the wires was no longer attached". A wire was fractured. The device was explanted. It was noted that the kidney stone removal procedure was not an electrophysiology procedure. Additional information will be reported if it is made available.